Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) and target vessel revascularization (tvr) occurred. In (B)(6) 2013, the patient¿s qualifying condition was stable angina. Prior to the procedure, the patient was also found to have other objective evidence of ischemia and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in distal left circumflex (lcx)/mid lcx with 80% stenosis, and was 14 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented with complaints of exertional chest pain and was hospitalized on the same day. Subsequently, the subject was referred to cardiac catheterization. Patient¿s coronary angiography revealed 80% stenosis located in the proximal lcx and was treated with the deployment of 3.5 x 12mm synergy drug-eluting stent in an overlapping manner with the previously placed stents with 0% residual stenosis and timi 3 flow.